Event description:
It was reported that the needle was exposed when the vacutainer holder was difficult to remove and the nurse was stuck by contaminated needle with a bd vacutainer® one use holder. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that one of the nurses was stuck by the needle when trying to extract the exposed needle from the nexiva port. The injury resulted when the nurse was trying to remove the male end of the vacutainer holder from the nexiva female port. The luer slip end typically gets stuck in this port, and the vacutainer holder luers off, leaving the internal needle fully exposed to the nurse. Two nurses then tried to extract the exposed needle from this nexiva port, which was contaminated with patient blood, and one of the nurses was stuck by the needle.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was exposed when the vacutainer holder was difficult to remove and the nurse was stuck by contaminated needle with a bd vacutainer® one use holder. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that one of the nurses was stuck by the needle when trying to extract the exposed needle from the nexiva port. The injury resulted when the nurse was trying to remove the male end of the vacutainer holder from the nexiva female port. The luer slip end typically gets stuck in this port, and the vacutainer holder luers off, leaving the internal needle fully exposed to the nurse. Two nurses then tried to extract the exposed needle from this nexiva port, which was contaminated with patient blood, and one of the nurses was stuck by the needle.